Manufacturer narrative:
A ge service representative performed an on site investigation. The isolator transformer strap was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had a low voltage alarm error message prior to a case. No patient injury was reported.